Event description:
It was reported that the patient was connected to the power module (pm) when they experienced a low voltage alarm. In troubleshooting, the account changed from system monitor to a heartmate touch but was unable to connect with the patient. It was suspected this was due to non-initiation of the bluetooth dongle. The patient was receiving power to their system with no drops in flow. The account then reported switching the patient to their backup system controller which did not start the pump. Additional information was provided that the driveline was not fully inserted on the back-up controller and also that it was placed on the patient without power sources attached and the pump didn¿t start. There was no damage reported on the connections. Because of this, the patient was placed back on their primary controller with no patient consequences and was receiving power to the system. Log files were sent for review on the primary controller, which showed emergency backup battery (ebb) faults that appeared to have resolved, and a couple of driveline disconnect alarms on 09dec2023 for unknown reasons. Driveline disconnect alarms on 09dec2023 were then reported to be due to the staff exchanging the patient's system controller several times. The log file from this controller also captured some voltage issues on 09dec2023 that may be due to patient cable fatigue. The patient cable was removed from service. Lastly, it was reported that the patient was connected on 10dec2023 to a third system controller and disconnected within one minute. During this time voltages were reported to be a little low. It was reported by the site that this was a "loaner" controller stored in the unit. The contact reported that the patient was stable with parameters consistent with their previous trends. They had not experienced any alarms since. 2916596-2023-08826 pump MFR, 2916596-2023-08886 hmt MFR, 2916596-2023-08891 primary system controller MFR.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient having difficulty making a full connection of the driveline to the backup system controller, serial number (B)(6), was not confirmed. The provided log file from this controller was reviewed; however, the controller was not observed to have been in patient use throughout the data, indicating that the patient¿s driveline had not been connected to this controller. The controller¿s clock was not synced throughout most of the data, and the clock was synced on (B)(6) 2023 towards the end of the data. The backup system controller was not returned for analysis. Per additional information, no damage to the driveline or the controller¿s driveline connector was noted, and available information for this event indicates that the controller remains in use as the backup controller. Also, per additional information, it was suspected that the driveline may have not been fully inserted when switching the patient to the backup controller; however, questions regarding confirmation of this were asked multiple times and no responses were received. The root cause for the patient not completing the connection of the driveline and hsc-136043 was unable to be determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.